Manufacturer narrative:
(B)(4). The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported against unknown side "mrsa infection was discovered in a reconstruction case¿. The device remains implanted.